Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that patient's had constant bladder infections for the past 3 months. They reported they could not get the device to turn off with the remote, so they were given assistance on how to turn off and patient was able to turn off device. They mentioned they tried doing it all morning the day of the report however was not able to. Patient stated they started taking bactrum. No further complications were reported.